Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration'), fallopian tube perforation ('perforation: fallopian tube/right essure is poking through her tube"/ migration') and cholecystectomy ('gallbladder removed') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, epigastric pain, pain ankle, frontal headache, nausea, vomiting, irregular menstrual cycle, post coital bleeding, dysfunctional uterine bleeding, gastritis, helicobacter pylori associated gastrointestinal disease, frequent bowel movements, heartburn, belching, swelling abdomen and constipation. Concurrent conditions included weight loss, watery diarrhea, change in bowel habits, cholecystitis, cholelithiasis and gallstones. Concomitant products included amoxicillin, ciprofloxacin hydrochloride (cipro 1a pharma) since (B)(6) 2016, clarithromycin (biaxin), ketorolac tromethamine (toradol), methylprednisolone sodium succinate (solu-medrol), metronidazole (flagyl 250) from (B)(6) 2016 to (B)(6) 2017 and ondansetron (zofran) (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), migraine ("migraine/migraines / headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain") and abdominal pain lower ("lower abdomen pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and headache ("headache"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal change"). The patient was treated with surgery (hysterectomy, (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, cholecystectomy, dyspareunia, abdominal pain, back pain, vaginal discharge, fatigue, gastrointestinal disorder, migraine, headache, hormone level abnormal and abdominal pain lower outcome was unknown and the pelvic pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cholecystectomy, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date and lot number. Patient received treatment for pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), migration, perforation: fallopian tube, uterus, fatigue, gi conditions, migraine, headache, hormonal change, gallbladder removed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: a large left adnexal cyst that was greater than 4 cm.. Hysterosalpingogram - on (B)(6) 2009: unspecified bilateral occlusion. Tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: plaintiff fact sheet received. Outcome of event pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage were updated. Onset date of concomitant drug were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration'), fallopian tube perforation ('perforation: fallopian tube/right essure is poking through her tube"/ migration') and cholecystectomy ('gallbladder removed') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, epigastric pain, pain ankle, frontal headache, nausea, vomiting, irregular menstrual cycle, post coital bleeding, dysfunctional uterine bleeding, gastritis, helicobacter pylori associated gastrointestinal disease, frequent bowel movements, heartburn, belching, swelling abdomen and constipation. Concurrent conditions included weight loss, watery diarrhea, change in bowel habits, cholecystitis, cholelithiasis and gallstones. Concomitant products included amoxicillin, clarithromycin (biaxin), ketorolac tromethamine (toradol), methylprednisolone sodium succinate (solu-medrol) and ondansetron (zofran). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), migraine ("migraine/migraines / headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain") and abdominal pain lower ("lower abdomen pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and headache ("headache"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal change"). The patient was treated with surgery (hysterectomy, (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, cholecystectomy, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, vaginal discharge, fatigue, gastrointestinal disorder, migraine, headache, hormone level abnormal, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cholecystectomy, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date and lot number. Patient received treatment for pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), migration, perforation: fallopian tube, uterus, fatigue, gi conditions, migraine, headache, hormonal change, gallbladder removed diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: a large left adnexal cyst that was greater than 4 cm. Hysterosalpingogram - on (B)(6) 2009: unspecified bilateral occlusion. Tubes were blocked. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: vaginal discharge, lower abdominal pain, abdominal pain, headache, fatigue, pelvic pain, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs & mr received- new events abnormal bleeding (vaginal) and lower abdomen pain were added. Event onset date was added. Explant date was added. Concomitant drugs, medical history and lab data were added. Patient's race and age were added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), fallopian tube perforation ('perforation: fallopian tube'), device dislocation ('migration') and cholecystectomy ('gallbladder removed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraine") and headache ("headache"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal change"). The patient was treated with surgery (hysterectomy, (full), salpingectomy (bilateral)). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, cholecystectomy, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, vaginal discharge, fatigue, gastrointestinal disorder, migraine, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, cholecystectomy, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure removal date and lot number. Patient received treatment for pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), migration, perforation: fallopian tube, uterus, fatigue, gi conditions, migraine, headache, hormonal change, gallbladder removed diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received events " pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), migration, perforation: fallopian tube, uterus, vaginal discharge, fatigue, gi conditions, migraine, headache, hormonal change, gallbladder removed' were added. Patient demographics and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.